Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an issue involving tactile changes with the keypad. The buttons reportedly have been sticking, take more presses, and require more force to elicit a response. The issue began approximately 6 weeks prior to the time of the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, the ok and up arrow keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. No keypad buttons were sticking. The keypad cover was removed and contamination was found under all key contacts.